Event description:
It was reported that the ilet screen became very dim/light gray and unreadable while the bionic pancreas continued to vibrate when removed from the charger, and the user reverted to injections with insulin pens; the issue aligns with a display readability problem localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an ambient light/display readability problem consistent with a component-related failure of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.